Event description:
Customer reported s. Aureus isolates oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the post mic 20a panel and oxacillin-resistant results when sent to a reference lab also performed for the clinical isolate. It is unknown if the results were reported to the physician. Treatment was not delayed or withheld. No reports of adverse health consequences associated with the discrepant result being obtained.

Manufacturer narrative:
Evaluation - routine monitoring of complaint history and performance trends to ensure performance is within claims. Results - other - testing performed by a reference lab confirmed discrepant results, other - testing performed by a reference lab confirmed discrepant results. Conclusions: other - product is within performance claims. The cause of the oxacillin susceptible results is unknown.